Event description:
It was reported that an asymptomatic pacer-dependent patient presented to the emergency room after receiving a patient notification for non-sustained lead noise. Lead noise was verified on the stored egm. The noise was not reproduced with isometric exercises, and pocket manipulation. The pace/sense portion was capped and replaced. Defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.